Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026, as the cannula came out even though the adhesive remained in place. The patient was treated with mdi (multiple daily injections) and replaced infusion set and resumed insulin deliveries successfully. The infusion set had been in use for less than three hours.